Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the customer received negative or near to zero results only when aspirating from a hanging cup in a 10 ml tube. The cse advised the customer that the cup should be presented in a way that the tube type matches the physical tube so that the sample dilution probe (dpp) drives down to a level in the cup where there is liquid when the probe moves vertically upwards out of the cup. The customer should utilize a dedicated tube type matched in the software sample container specifications. Advia 1800 chemistry system operator's guide states "make sure that all sample containers (including tube-cup combinations) are defined at the system specification settings window to avoid probe crashes." The issue was resolved by reducing the sensitivity of dpp probe. The cause of the discordant results on patient samples was that the tube type did not match the software sample container specifications. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant results were obtained for patient samples on multiple assays on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.